Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx grip vascular closure device (vcd) was deployed but entered the arterial vessel. The doctor performed an endarterectomy and removed the sealant successfully. There was no reported patient injury. The device was prepped and deployed per instructions for use (IFU), and after deployment with manual pressure, the sealant was found in the vessel. The patient was later sent home. The device was stored properly and opened in sterile field. The user was trained to the device. Neither the lot or device was retained.

Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was deployed but entered the arterial vessel. The doctor performed an endarterectomy and removed the sealant successfully. There was no reported patient injury. The device was prepped and deployed per instructions for use (IFU), and after deployment with manual pressure, the sealant was found in the vessel. The patient was later sent home. The device was stored properly and opened in sterile field. The user was trained to the device. Neither the lot nor device was retained. Additional information was requested but not provided. The device was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported event of ¿sealant-sealant misdeployment (intravascular)¿ could not be observed without return of the product for analysis or procedural images. The exact cause of the issue experienced could not be conclusively determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the sealant deploying into the artery. However, handling factors (such as not verifying temporary hemostasis) and/or access site vessel characteristics (such as calcium or stenosis within the vicinity of the access site) are likely. According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ the IFU also states during step 2: deploy sealant, ¿align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds.¿ it should be noted that if the balloon is improperly placed (i.e. Secondary to branch vessel or venous valve) during hydrogel sealant deployment, the hydrogel sealant could be pushed into the artery/vein. Based on the information available for review, there is no indication to suggest that the reported failure could be related to design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.